Event description:
The catheter was calibrated and implanted. The v420 monitor displayed the following readings; +50 mmhg within 30 minutes, +10 mmhg in one hour and +60 to 70 mmhg within 2 hours. The v420 functioned correctly. No pt injury was reported.